Manufacturer narrative:
The device remains implanted and in service. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and competitors right ventricular (rv) lead stored a high, out-of-range pacing impedance measurement of greater than 2000 ohms. Technical services discussed troubleshooting, trying to create noise and jumps in impedance measurements with patient arm movements and pocket manipulation. No adverse patient effects were reported.